Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage keypad traces. No frozen screen noted and no moisture damage found inside the pump. Unable to verify battery out limit due to button keypad anomaly. The insulin pump has cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, broken belt clip slot, minor scratched display window and missing end cap sticker.

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The pt's blood glucose level was 217 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and no revert to the back up plan. No further info was provided.